Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner is fully expanded and distal tip is opened, as designed. Liner tear approximately 3.25'' from distal tip with a liner strand at the same location, with a length of 0.5cm. Hdpe punctured approximately 2'' from the distal tip. Hdpe stretching at distal tip. Sheath shaft scratches and hdpe damage within 2.5'' from distal tip. Imagery was provided from the site and revealed the following: tortuosity and calcification was present in the patient's access vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed by evaluation of the returned device. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary written by edwards lifesciences were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per follow up communication received, ''significant calcium and tortuosity'' was reported in the access vessel. Per imaging evaluation, tortuosity was present in the patient's access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per follow up communication received, ''significant calcium and tortuosity'' was reported in the access vessels. Per imaging evaluation, calcification was present in the patient's access vessel. Per evaluation of the returned device, the sheath shaft had multiple scratches. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and/or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, while patient factors (calcification, tortuosity) and/or procedural factors (valve caught on sheath, valve caught on liner, excessive manipulation) may have contributed to the reported sheath puncture , liner tear, and liner strand. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13030. Reference number:(B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. As the physician was advancing the valve up the sheath and through the iliacs, it suddenly stopped approximately 2 inches from the tip of the sheath. The operator immediately stopped advancing the valve. One of the valve struts was bent outward and was poking through the sheath. The devices were removed. A new 26 mm valve and delivery system was prepared. The new valve was deployed without any incident. The patient was sent to recovery in stable condition and did not receive blood transfusion. Per the fcs response, the valve appeared to be poking thru the blue part of the sheath. Per preliminary decontamination evaluation, liner torn and liner strand was noted.